Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh were implanted into the patient in order to treat stress urinary incontinence with urethral hypermobility, cystocele and rectocele. It was reported that the patient had the concurrent procedure of sacrocolpopexy, rectocele performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent transvaginal excision of mesh erosion and cystoscopy on (B)(6) 2005 due to mesh erosion. It was reported that patient underwent laparotomy with excision of pelvic mesh and vaginal cuff revision on (B)(6) 2011 due to vaginal mesh erosion. It was reported the patient experienced recurrent rectocele and underwent posterior colporrhaphy with perineorrhaphy on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.